Event description:
It was reported that technical services (ts) was contacted by the health care professional (hcp) to review two beats that were undersensed on the subcutaneous implantable cardioverter defibrillator (s-ICD). Ts discussed with the hcp that the beats were likely premature ventricular contractions (pvcs) and were very small. The s-ICD system remains in service. No adverse patient effects were reported.